Event description:
It was reported that this right atrial (ra) lead was surgically abandoned. Additional information from the field representative provided this ra lead had dislodged shortly after initial implant. A revision procedure had been performed. However, this ra lead dislodged again. Subsequently, this ra lead was surgically abandoned, and another ra lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.